Manufacturer narrative:
Product registration - correction. H2 correction. H6 component code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an alert/notification settings issue occurred. On 01/09/2023, it was reported that the patient put his dinner in the oven and then he lost consciousness and fell. When he woke up (on his own), the patient¿s dog was licking his face and there was blood on his sweatpants. It was later determined that the patient suffered a compound fracture of his right wrist. The patient checked his cgm device, and it did not provide any readings, and the patient stated that the cgm device did not provide him any alerts. The patient stated if he had been alerted, this situation could have been avoided. No bg meter reading was reported. The patient drank some orange juice as treatment for hypoglycemia and covered his wrist injury with 2-inch gauze and neosporin. The patient was exhausted and called his daughter, who then called the patient¿s neighbors to take him to the emergency room (ER). The patient could not recall the medications that he was provided while at the ER, but he was sent home with oxycodone. However, it was reported that the patient did not take it. The patient was discharged home after a few hours. The patient also reported needing to attend a few appointments with an occupational therapist to gain range of motion back in his wrist (which took about a year to heal). The patient was ¿fine¿ at the time of report. Data investigation confirmed an alert/notification settings issue as no audio output. On january 09, 2025, the sound feature was enabled, urgent low soon alert was enabled, and low alert was enabled at 70 mg/dl. At 01:42 pm, the patient's estimated glucose values dropped to 75 mg/dl, and the app delivered an urgent low soon alert at zero percent volume. At 01:43 pm, the urgent low soon alert was acknowledged. From 01:47 pm to 02:07 pm, the patient's egvs dropped below the low alert threshold (70 mg/dl), but the app did not deliver low alerts as the urgent low soon alert was acknowledged. At 02:12 pm, the patient's egv (72 mg/dl) returned within range. The probable cause is alert acknowledged before mute override. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect impact code - rehabilitation.